Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "valve delaminated from shell" and ¿betadine in tubing when draining - some into implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). Delamination: observed partial delamination assessed as adhesive failure use error: unable to observe as it is not related to the device. Additional observations: observed creases on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional later reported "valve delaminated from the shell caused by betaine in tubing, some into implant, when draining during explant surgery". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d.6b, d9, h3, h6.